Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model #: sc-4319 lot #: 18967968 description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient&#38112;lead was turning out of her skin near the ipg site. It was noted that the patient&#38112;skin broke down where the lead was placed. Symptom of redness at the ipg site was noted. The physician was not sure if it was infected or not. The patient underwent an explant procedure.